Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2023 and subsequently developed an infection at the incision site. Patient had a full system explant on (B)(6) 2023 due to the infection.

Manufacturer narrative:
Review of applicable device history records did not identify any deviations or excursions that are likely to have contributed to infection. Infection is a known inherent risk of surgical procedures.